Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the procedure was completed by using a mobile c-arm. A philips remote service engineer (rse) connected remotely with the customer and confirmed the reported problem. Upon further inspection, rse identified that the wired footswitch cable was not connected to the table. The reason for the wired footswitch cable being unplugged from the table is unknown. To resolve the issue, the facility's maintenance team reattached the cable connector to the table. After that, the system was returned in good working condition and was ready for clinical use. To date, there has been no recurrence of this issue reported from the customer. The codes were updated based on the investigation outcomes.